Event description:
The customer reported that she was receiving no delivery alarms, despite trying various infusion sets with the insulin pump. Her blood glucose was 250 mg/dl. It was explained that the no delivery alarms could be due to site, set or reservoir issues. The patient had not tried different cannula lengths. It was stated the insulin was not expired or denatured and the customer was reportedly rotating sites and avoiding scar tissue. The customer was not using a serter device according to instructions for use. The customer stated the tubing was neither bent nor kinked. The customer was advised to revert to a back-up plan. The customer later discovered her insulin was turning to gel. The customer stated once she replaced the insulin and used new sets, her insulin pump was working just fine. A blood glucose of 400 mg/dl was captured at the time of the report. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).